Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 740 mg/dl. The customer was treated by fluids and insulin. Troubleshooting was done for high blood glucose and under delivery. Insulin pump had insulin flow block alarm and cannula was bent. Troubleshooting was performed for insulin flow block alarm. Customer was reported past event. The insulin pump will not be returned for analysis.